Manufacturer narrative:
The reported issue is known and well documented in relation to these types of products and avoided as far as reasonably possible by following instructions available in the product IFU and our surgical manual. Abutment length can be changed in an outclinic procedure, as outlined in out clinical evaluation report - ponto implant system and surgical instruments (ref: (B)(4)).

Event description:
Unplanned abutment change, due to abutment protruding too high over skin.